Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Pump received with broken reservoir tube lip, missing reservoir tube lip o-ring, minor scratches on display window, and missing end cap sticker noted. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on the screen of their insulin pump. The patient's blood glucose level was 286 mg/dl at the time of the incident. The customer noted that the rings on the reservoir were missing. The customer had low blood glucose of 54 mg/dl possibly due to steroids that the customer was taking. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.